Event description:
Related manufacturer reference number: 3006705815-2022-16024. It was reported during a trial procedure on (B)(6) 2022 a dural puncture occurred. The physician performed a blood patch to mitigate the symptoms. The patient had a headache and was instructed to lay flat and drink caffeine. Headache has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.